Event description:
The patient¿s obituary was found and the patient passed away on (B)(6) 2014.

Event description:
It was reported that the patient passed away as a result of complications from spinal surgery. No additional relevant information has been received to date. The relationship of the death to vns is unknown.